Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 5mm from the tip and the tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.